Event description:
Six months ago, the patient had titanium rods implanted for spinal fusion. Approximately three weeks post implantation, the patient noted a "pop" noise and a substantial increase in pain. Upon radiographic analysis, it was noted that both of the globus medical revere titanium rods used in the patient's spinal fusion construct had fractured. There is no known permanent harm to the patient, but she had to undergo yet another spine surgery to revise her instrumentation prematurely. The devices involved were all manufactured by globus medical, model "revere". The components were: rod #300 124.519 ce0297 (B)(4); rod #300 124.519 ce0297 (B)(4); hook #124.985 ce0297 (B)(4); and a set screw.